Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacturer date is unk. Evaluation is pending upon completed investigation of the product.

Event description:
Event detail: this pt had severe l4 l5 spondylolisthesis and very dense bone. The surgeon performed l4-l5-s1 arthrodesis with insertion of interbody fusion cages into the l4-l5 space but was unable to insert interbody cages into the l5-s1 interbody space. The introduction of the two sacral pedicle screws was difficult, even with screw tapping before insertion. However, the sacral screw placement was accomplished and the screwdriver was disconnected from the tulip heads after screw insertion, but with a fragment of the screwdriver remaining inside the tulip head. Because the surgeon did not realize that a fragment of the screwdriver was still in the tulip head, he made multiple, attempts to insert the fusion rod into the tulip head. Ultimately, the pedicle screw was replaced with another pedicle screw, because of the estimated high risk that the first screw had been damaged by the attempts to force the rod into the tulip head.